Manufacturer narrative:
Block b5 has been updated based on the additional information received on august 15, 2024. Block b3 date of event: the exact event onset date is unknown. The provided event date of march 2, 2022, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The explanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2326- inflammation. E2330 - pain. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported to boston scientific that an advantage fit system was implanted into the patient during a sub-urethral sling and cystourethroscopy procedure performed on (B)(6) 2017, for the treatment of stress urinary incontinence. The patient tolerated the procedure well and was in stable condition in the recovery room. Findings: on cystoscopy, the bladder was intact; there was no evidence of tumor, carcinoma in situ stones or foreign bodies in the bladder. The posterior bladder wall and trigone had a moderate amount of inflammation. Bilateral ureteral orifices were in their normal anatomic position effluxing urine. The urethra was normal. On (B)(6) 2022, the patient with refractory bladder pain and overactivity despite multiple conservative measures underwent cystoscopy with bladder hydrodistension, chemodenervation of bladder, excision of suburethral sling, urethrolysis, native tissue urethropexy, anterior colporrhaphy, posterior colporrhaphy, and perineorrhaphy from the excised two pieces of suburethral sling. Findings: bladder had trigone and posterior wall glomerulations with minimal bleeding. There is old scarring on posterior bladder wall and mild trabeculations. On cystoscopy, the bladder was intact. There was no evidence of tumor, carcinoma in situ, stones or foreign bodies in the bladder. Bilateral ureteral orifices were in their normal anatomic position and effluxing urine. The urethra and rectum were normal. Palpation of the urethra and bilateral tunnels revealed no further mesh was palpable. Excellent hemostasis was noted. The patient tolerated the procedure well and was in stable condition in the recovery room. Additional information received on august 15, 2024: sometime after implantation, the patient had severe pain, scarring, further and worsening of urinary problems, infections, depression, and loss of enjoyment of life.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of march 2, 2022, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). The explanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2326- inflammation, e2330 - pain. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported to boston scientific that an advantage fit system was implanted into the patient during a sub-urethral sling and cystourethroscopy procedure performed on (B)(6) 2017, for the treatment of stress urinary incontinence. The patient tolerated the procedure well and was in stable condition in the recovery room. Findings: on cystoscopy, the bladder was intact; there was no evidence of tumor, carcinoma in situ stones or foreign bodies in the bladder. The posterior bladder wall and trigone had a moderate amount of inflammation. Bilateral ureteral orifices were in their normal anatomic position effluxing urine. The urethra was normal. On (B)(4) 2022, the patient with refractory bladder pain and overactivity despite multiple conservative measures underwent cystoscopy with bladder hydrodistension, chemodenervation of bladder, excision of suburethral sling, urethrolysis, native tissue urethropexy, anterior colporrhaphy, posterior colporrhaphy, and perineorrhaphy from the excised two pieces of suburethral sling. Findings: bladder had trigone and posterior wall glomerulations with minimal bleeding. There is old scarring on posterior bladder wall and mild trabeculations. On cystoscopy, the bladder was intact. There was no evidence of tumor, carcinoma in situ, stones or foreign bodies in the bladder. Bilateral ureteral orifices were in their normal anatomic position and effluxing urine. The urethra and rectum were normal. Palpation of the urethra and bilateral tunnels revealed no further mesh was palpable. Excellent hemostasis was noted. The patient tolerated the procedure well and was in stable condition in the recovery room.